Event description:
It was reported that according to the hospital records, the room temp was 75 deg. F and humidity at 22% cement hardened before normal setting time in femoral canal. Cement needed to be removed from pt. Some cement was removed and some was stuck in pt.

Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the manufacturer. If it becomes available, the eval summary will be submitted in a supplemental report.